Event description:
It has been reported that the patient's device had low voltage alarms. Technical services was consulted and the log file contained abnormally low voltage readings from battery and power module power. This may indicate the controller leads have worn and might be causing intermittent alarms. The controller was exchanged. The controller data post exchange showed the pump operating normally and voltage readings were within normal parameters. Technical services noted that the site may consider replacing the power module patient cable as it may be worn but there is no evidence of a short to shield. X-rays submitted for review contain no obvious areas of concern. The patient was seen in office on (B)(6) 2021 and the device was interrogated and there was only one low voltage event with no other alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was confirmed via the log files review. The log files spanned approximately 15 days (04mar2021 to 15mar2021 and 21mar2021 to 24mar2021 per the timestamp). Voltages fluctuated throughout the log file while the device was connected to a power module and battery power source. While on the power module, the rsoc voltage on the black power cable fluctuated on 24mar2021 from 12:07 to 12:16. Though the controller did not alarm, the rsoc voltages fluctuated below the expected threshold of 14v for the power module. The voltage fluctuation sometimes coincided with atypical low voltage alarms that intermittently activated on throughout the log file due to fluctuating rsoc voltages while the device was connected to a battery power source. The alarm resolved shortly after activation or connected to a new power source. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm2 system controller, serial (B)(6), was connected to a mock circulatory loop for an extended period of time without any issue. The controller was functionally tested and failed continuity test for the power cables. The resistance for each individual wires inside the power cables were tested and revealed higher than expected resistance except yellow and red/white wires on the black power cable which were open circuited. Hi-pot test was performed on the power cables and revealed current leakage on the yellow and red/white wires on the black power cable. The black power cable was stripped down to the wire and showed severed yellow and red/white wires. A root cause of the reported event was not determined; however, low voltage alarm could be attributed to conductor breakdown of the power cables. The conductor breakdown appears to be consistent with the repetitive flexing of the cables during use of the device. Incidental findings: damaged strain relief near the power cables¿ connector, wire fatigue, damaged power cables, fluid ingress the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 14aug2017. No further information was provided. The manufacturer is closing the file on this event.